Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with bilt3 bilirubin total gen.3 on a cobas 8000 c 702 module. The sample initially resulted with a total bilirubin value of < 2.5 umol/l and this value was reported outside of the laboratory. The pediatrician questioned the result as the patient had clinical presentation of severe jaundice. The reporter tried repeating the sample, but only a short sample alarm was received, with no value. The total bilirubin reagent lot number was 472003. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The complained sample resulted with a cre value of 74 umol/l, a k value of 5.05 mmol/l, an na value of 140 mmol/l, and a urea value of 6.3 mmol/l. The initial total bilirubin value for this sample has been confirmed as 2.1 umol/l. On (B)(6) 2021, the patient had an na result of 144 mmol/l, a urea result of 6.9 mmol/l, a cre result of 56 umol/l, and a total bilirubin result of 352 umol/l. A first sample collected from the patient on (B)(6) 2021, resulted with an na value of 139 mmol/l, a urea value of 6.8 mmol/l, a cre value of 51 umol/l, and a total bilirubin value of 282 umol/l. A second sample collected from the patient on (B)(6) 2021 resulted with a total bilirubin value of 246 umol/l and a direct bilirubin value of 22 umol/l.

Manufacturer narrative:
The last total bilirubin calibration performed on (B)(6)2021 was ok. Quality control recovery was ok. A general reagent problem can be ruled out since calibration and controls are acceptable. Upon review of the alarm trace, multiple sample short, clot detection, sample foam detection, abnormal aspiration, and reagent short alarms occurred on the day of the event. The issue is consistent with an incorrect pre-analytic sample handling. The investigation could not identify a product problem.